Event description:
The reporter stated that during a surgical procedure, the snap off screw would not snap, causing damage to the bone. This led to the surgeon having to repeat the ostectomy.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.